Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12080. Vascular stent graft allegedly became stuck in the delivery system and failed to fully deploy. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The device was returned to bd for evaluation. Based on the information available, the investigation of the partial deployment is closed with a confirmed result. A definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12080. Vascular stent graft allegedly became stuck in the delivery system and failed to fully deploy. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is a 79 year old male and the weight was not provided.